Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold and white particles in the surface of the shell. A microscopic analysis was performed which identify an opening striated in the anterior side. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported left side capsular contracture baker grade iii. Device has been explanted and replaced.